Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70e, serial: (B)(4), batch: 16174970.

Event description:
It was reported that the patient passed away. It is indicated that a wrongful death lawsuit has been filed against the physician and the facility. No allegations have been made against the device. The date of death is unknown. No other information was provided to the manufacturer.